Manufacturer narrative:
Clinical conclusion: there is temporal relationship between ccpd therapy with the liberty cycler set and the pt¿s staphylococcus epidermidis peritonitis event. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a known risk and well-documented complication of pd therapy and infection is often caused by touch contamination. Additionally, staphylococcus epidermis is a known colonizer of human skin which supports a likely causal association between the pt. Non-adherence with wearing a mask/performing hand hygiene and the pt¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse reported that a peritoneal dialysis patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy presented to the outpatient pd clinic with cloudy pd effluent. The patient¿s pd fluid was cultured which yielded growth of the organism staphylococcus epidermidis and a white blood cell (wbc) count of 4505. The patient was treated with the antibiotics vancomycin and gentamycin (unknown dose, route, frequency and duration). On (B)(6) 2018, a repeat pd fluid analysis showed improved wbc of 12. Per the pd nurse, the patient¿s peritonitis is resolving. Additionally, the pd nurse indicated the cause of the patient¿s staphylococcus epidermidis peritonitis was related to touch contamination from patient nonadherence with wearing a mask or performing hand hygiene while doing pd treatment. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
Clinical conclusion: there is temporal relationship between ccpd therapy with the liberty cycler set and the pt¿s staphylococcus epidermidis peritonitis event. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Peritonitis is a known risk and well-documented complication of pd therapy and infection is often caused by touch contamination. Additionally, staphylococcus epidermis is a known colonizer of human skin which supports a likely causal association between the pt. Non-adherence with wearing a mask/performing hand hygiene and the pt¿s peritonitis event.

Event description:
Additional information was solicited and received. The patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy presented to the outpatient pd clinic with cloudy pd effluent. The pt¿s pd fluid was cultured which yielded growth of the organism staphylococcus epidermidis and a white blood cell (wbc) count of 4505. The pt. Was treated with the antibiotics vancomycin and gentamycin (unknown dose, route, frequency and duration). Serial repeat pd fluid analysis showed improved wbc and no organism growth. The pt¿s peritonitis is resolving. Additionally, the nurse indicated the cause of the pt¿s staphylococcus epidermidis peritonitis was related to touch contamination from pt. Non- adherence with wearing a mask or performing hand hygiene while doing pd treatment.